Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-03167. Reference MFR report#1627487-2018-03168. It was reported that patient experienced ineffective stimulation. X rays confirmed drg leads migrated and lead at vertebral level l5 pulled out of the ins. No further information is available on future plan of action.

Event description:
Device 1 of 3 : reference MFR report#1627487-2018-03167, reference MFR report#1627487-2018-03168. Additional information identified that therapy has been restored. Issue resolved.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-03167. Reference MFR report#1627487-2018-03168. Additional information identified that surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 3 reference MFR report#1627487-2018-03167 reference MFR report#1627487-2018-03168 additional information identified surgical intervention was undertaken to have lead replaced.